Manufacturer narrative:
Correction to the initial MDR in block b5 and h6 device code - the type of ablations performed was not off label due to the terms of the clinical study. Mentions and coding for off label use were removed.

Event description:
(B)(6) avant guard clinical study, subject ID: (B)(6). It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa procedure the patient fell after an episode of syncope and was found to be in atrial fibrillation with atrial flutter. The patient lost consciousness and fell, after which they went to the emergency room. The patient was found to have a fracture of the t6 vertebrae and fractures to their right ribs via a CT scan and x-rays. Atrial fibrillation (a fib) and atrial flutter (af) were also identified. The patient was admitted to the hospital for seven days and was placed on a diltiazem drip for the first 3 days. While hospitalized they received an unsuccessful cardioversion, after which the patient was placed on 500mcg of tikosyn. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that the patient experienced decreased cardiac output and underwent an echocardiogram.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) avant guard clinical study, subject ID: (B)(6). It was reported that following a pulse field ablation (pfa) procedure using a farawave catheter, the patient presented to the emergency department (ed) after an episode of syncope that resulted in a loss of consciousness and a fall. Upon further work-up, the patient was found to be in atrial fibrillation with atrial flutter. The patient was also found to have a fracture of the t6 vertebrae and fractures to their right ribs via a CT scan and x-rays. Atrial fibrillation (a fib) and atrial flutter (af) were also identified. The patient was admitted to the hospital for seven days and was placed on a diltiazem drip for the first 3 days. While hospitalized, they received an unsuccessful cardioversion. The patient was then placed on 500mcg of tikosyn, which was successful, and the event resolved. The catheter was disposed by the facility and will not be returned.